Event description:
Customer reported a burning smell coming from the base of the system. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the collimator driver regulator pcb. System operates as intended. This MDR is related to ge healthcare complaint.